Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported issue was unable to confirm . During testing, the unit passed all tests. Burn-in test was performed for two hours and still unable to duplicate any problem. Review of fault log found error 400 ref 26 recorded in the fault log , service noted , this likely the reason of customer reported problem . The error would be generated if a turis electrode is attached and activated without a saline solution being present or there is an electrode connection fault. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the unit when activated switches to another value. It was set to 200 when activated however, the output showed 160. Repair request customer noted it is working intermittently. The unit is set to a higher output than what is produced. The unit has low output. There was no patient harm no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.